Event description:
It was reported that when the patient presented in clinic for follow up, x-ray revealed externalized conductors. All electrical parameters were stable and in range. Patient will be monitored.